Event description:
It was reported that during an initial implant procedure, the helix of the right ventricular (rv) lead was unable to be retracted. This malfunction was noted prior to the rv lead being placed into the patient's body. The rv lead was not used and another rv lead was used to successfully complete the procedure. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.